Event description:
Ous MDR - on (B)(6) 2011, the pt visited the ER. The v-lead impedance was over 2500 ohm and it was suspected that there was a lead fracture. Noise was observed. Auto-capture mode had been re-tried. The physician switched the setting from bipolar to unipolar temporarily to avoid further trouble and the pt was admitted to hospital until the explantation on (B)(6).